Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an alert code 61 indicating an external flash write error, after which the patient performed a reset and set the device to begin; blood glucose was not affected and was reported at 149 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical intervention. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.